Manufacturer narrative:
D4 - lot #: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) reported experiencing a kinked cannula last week, though the exact date was unknown. The reporter noted that the pwd attempted to insert a cleo 90 infusion set, but the site did not stick upon insertion. The kinked cannula infusion set is no longer available for return or investigation. Pwd confirmed there were differences with the cannula, and the infusion set had begun to peel up. Visible kinks, twists, or damage were described as a kinked cannula, and damage to the tubing was also noted. The adhesive at the infusion site was not secure. Pwd confirmed the infusion set was being worn as expected. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic female, born on (B)(6) 1999 and weighing 150 lbs.